Event description:
A lifecor territory manager returned on electrode belt to lifecor customer support with a note indicating that the pins were bent inside the connector. Inspection confirmed this. Support could not find any evidence of this belt being worn by a patient.

Manufacturer narrative:
Device manufacture date, electrode belt - 08/2006. Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. It was retested and then restocked. The misaligned pins probably caused the gel release. No adverse event resulted from the bent pins.